Event description:
The customer reported black stuff coming out from the inside during reprocessing involving an olympus ultrasound gastrovideoscope. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.